Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor was damaged. The customer¿s blood glucose level was 125 mg/dl. It was reported that the sensor was damaged, unable to insert it and could not even insert it into the serter. The device will not be returned for analysis.